Event description:
It was reported that the stent delivery system (sds) did not cross the de novo lesion in the mid left anterior descending artery and that resistance was encountered during retraction of the device from the patient. The case was completed with plain old balloon angioplasty with a non-abbott balloon. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomical conditions were not reported with the case information which may have aided in the investigation; however, there was no damage noted to the stent delivery system (sds) or stent prior to use which suggests that a product deficiency did not contribute to the reported difficulties. It is possible that the stent implant interacted with the lesion/anatomy during advancement, resulting in damage to the stent, which in turn would contribute to resistance during retraction of the sds. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no incidents reported for difficult to remove for this lot. There is no lot specific product quality deficiency. A conclusive cause for the reported difficulty removing the sds could not be confirmed; however, the reported failure to advance appears to be related to the operational context of the procedure.